Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred.   The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left side of common iliac artery (cia). A 6f non-bsc introducer sheath was inserted from the left side of the femoral artery. The 4.5mmx20mmx135cm (4f) sterling balloon catheter was used to treat the lesion. During the first inflation for 5 seconds, the balloon ruptured at 4 atms. When the device was removed, it was noted that the balloon was ruptured vertically. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).